Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of 122.8cm of the hypotube and shaft of an emerge balloon catheter, the hub was not received for analysis. The shaft, hypotube, and bonds were microscopically and visually examined. There is tip damage. There are numerous hypotube kinks. The hypotube shaft was completely separated 122.8cm from the distal tip and the hub was not returned for analysis. The hypotube fracture surface is ovaled and torn, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-feb-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 99% stenosed, 24mm in length, eccentric, de novo target lesion was located in the severely tortuous, non-calcified, and 3mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. After a stiff wire crossed the lesion, a 1.20mm x 12mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.